Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the evis exera iii video system center was having connector issues when connected with 190 model series endoscopes. No error codes were displayed and the scopes would work on another device. During follow up with the customer, the customer clarified the device failed to display an image multiple times and multiple cameras would be attempted but the issue would not be resolved. The device was returned to olympus, however, the evaluation has not been completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center (tac), there were video connector issues on the evis exera iii video system center when connected to 190 model series endoscopes. There was a delay to an unknown procedure; however, the length of the delay was unknown as there had been multiple occurrences. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Related patient identifiers: (B)(6). (B)(6) addresses event date of 01apr2022 and (B)(6) addresses the customer's unknown occurrences. This supplemental report is submitted to provide the device evaluation, the results of the legal manufacturer¿s investigation, device history record (DHR) review and applicable corrections. The device evaluation confirmed the poor connection and determined it was caused by a faulty video cable connector. The video connectors were worn and had caused a flicking image when the pigtail was jostled. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the failure had been caused by a worn video connector pin. However, the investigation could not determine an the exact root cause of how the part became worn. More than likely, the scope was also not detected due to the worn out connector. Olympus will continue to monitor the field performance of this device.